Event description:
During routine preventative maintenance, pump alarms with a blank screen and has flashing red system leds. The cpu pcb was replaced to resolve this issue. Configured, calibrated, cleaned and post repair tested pump with known good power cord. After repair, pump was found to meet specifications.